Event description:
Meter name: surestep. Strip name: surestep test strips. Meter code: 11. Strip code: 11. Strip storage: stored correctly. Symptoms: blurred vision. The patient reported that "meter resulted in them being unable to have cat scan done" and "did not take insulin due to inability to get an accurate reading from meter, and that due to not being able to have that performed that it may have caused physical harm". The meter allegedly was inaccurately low. The result on pt's meter was 00. The result from the hospital meter was 260mg/dl. The time diffence between the patient's meter and the hospital meter is unknown. The type of treatment is unknown. The patient's meter was set to mmol/l. No further information has been reported.